Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the device was not received back as it was discarded by the hospital. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the root cause of the issue could not be determined conclusively.

Event description:
It was reported that the surgeon was using the screwdriver when the tip broke off as he was inserting the screw.

Event description:
It was reported that the surgeon was using the screwdriver when the tip broke off as he was inserting the screw.